Event description:
The patient reported, he has received occlusion alarms on his infusion device for both insulin infusion sets he has used from his new box of infusion sets. He stated both occlusions occurred during bolus delivery. Prior to his call, the pt had disconnected from his infusion headset and bolused. He stated he received an occlusion message. He then disconnected the tubing and bolused through the adapter which went through without error. He stated he then reconnected the tubing and tried to bolus but received another occlusion message after delivering 1.4 units of insulin. The pt stated one tubing has a "flat spot" and he can feel "imperfections or tiny bubbles" on the other tubing. The pt did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.